Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product ID ¿ unknown. Device code - unknown. Device info - unknown. Date implanted - unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown. Product location unknown.

Event description:
It was reported that patient underwent a partial knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2016 due to fracture of the tibial bearing.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the tibial bearing showed evidence of wear, pitting, oxidation, delamination and scratching. Root cause of the event was most likely attributed to third party debris and/or impingement; however, a conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "particulate wear debris and discoloration from metallic and polyethylene components of joint." Number 16 states, "wear and/or deformation of articulating surfaces." Under warnings, number 1 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Number 5 states, "malalignment or soft tissue imbalance can place inordinate forces on the components which may cause excessive wear to the patellar or tibial bearing articulating surfaces."